Event description:
It was reported that the physician was unable to interrogate the pt's device. The pt reported being unable to feel magnet stimulation after a motor vehicle accident in (B)(6) 2010. The pt has not had any other adverse events. Pt has been referred for revision surgery, but it has not occurred to date.